Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported on intermittent occurrences, that the customer needed to press the wake button multiple times before the screen turned on. At the time of the reported event the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose levels ranged from 54 (mg/dl) to 300 (mg/dl). Reportedly, customer continued to use the pump for insulin therapy and had manual injections available.